Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hyperglycemia. Customer's blood glucose level was 453 mg/dl. Customer alleged the insulin pump is under delivering. Customer stated that the pump was passed both self test and displacement test. Customer used insulin pump system within 48 hours of reporting high blood glucose level. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.